Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was in the 250's (mg/dl). The customer changed the cartridge and infusion set to address the issue.